Manufacturer narrative:
The subject device has not been returned to omsc for investigation yet. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing large calculus in common bile duct with the subject device the ratchet of the handle was switched on and the nurse turned the handle to crush calculus, then she heard the noise which indicated that the handle was fully extended and the basket could not close further. At this point the doctor examined the x-ray image and noticed that the calculus was still in the basket. He instructed the nurse to release it from the basket and she opened the basket. The doctor and nurse attempted to release calculus but were unsuccessful. After that they tried to crash calculus again, but they couldn't. The doctor detached the handle and the outer sheath of the device and endoscope were removed from the patient leaving he basket wire in place. The staff inserted emergency lithotriptor sheath along the basket wire of the subject device using x-ray image. However, he pushed it down into the duodenum and the basket wire could not be guided into the common bile duct. The doctor abandoned the procedure and performed surgery to remove the basket wire and calculus. According to a report, the patient was recovering.